Event description:
Complainant alleged that while attempting to defibrillate a pt the device charged the energy to 120 joules and then failed to discharge via electrode pads or paddles. Complainant indicated that the clinician obtained another device to continue treating the pt with the same electrode pads attached to the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.